Manufacturer narrative:
(B)(4).

Event description:
On 04/28/2016, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result on a (B)(6) year old female patient admitted with back pain and fever. There was no additional patient information at the time of this report. The patient was given a transvaginal ultrasound, which confirmed the patient was not pregnant. The customer states that return product is available for investigation. Date: (B)(6) 2016, time: 17:00, I-stat: 34, lab: <1. Based on the information available and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/22/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na